Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter. The sheath and dilator were also returned separate. Two kinks were found on the catheter tubing near the y-fitting approximately 75.2cm and 76.2cm from iab tip. A laboratory insertion test was unable to be performed due to the membrane being unfurled. The returned sheath was measured and found to be dimensionally within specification. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. Per IFU the one-way valve must be aspirated to 30cc while leaving the one-way valve in place attached to the extracorporeal tubing leur to ensure vacuum is maintained throughout insertion. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Manufacturer narrative:
Complete initial reporter name: (B)(6). Complete event site address: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) could not be inserted through the sheath. The customer opened another kit to insert the iab using another sheath. However, the iab then began to unfurl. A 9fr. Sheath was then used to insert the iab successfully. There was no patient harm or adverse event reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a